Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/01/2015 the reporter contacted animas alleging that on an unspecified date the patient experience elevated blood glucose (bg) of ¿hi¿ (>600mg/dl) with no signs or symptoms of hyperglycemia, associated with a prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The user was reportedly unable to prime the pump. During troubleshooting, the pump could not be primed properly despite changing the cartridge and the infusion set. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a prime issue with the pump.